Event description:
It was reported by the sales rep that a leak was noticed from the handpiece during operating setup, however, no pt contact was noted nor was the sterile field affected. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
In 2008, the hand piece involved in the reported event was evaluated. During the evaluation the technician noticed that the o-ring was not sealing properly. The hand piece was repaired and returned to the customer.